Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-00099. It was reported the patient was no longer using her scs system. The patient stated she had good results during the trial, but she stated the permanent implant was not as good. Reprogramming of the patient's system did not resolve the issue. Follow up identified the had her scs system removed.